Manufacturer narrative:
Reporter is a synthes employee. Part # 412.213s. Lot # 215p501. Manufacturing site: (B)(4). Release to warehouse date: 20 jul 2021. Expiry date: 01 july 2031. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery for the femur. The surgery was completed successfully without any surgical delay. About 1 week after the surgery, it was confirmed that the femoral neck was shortened by about 5 mm. About 2 weeks after the surgery, the patient had pain. The femoral neck shortening progressed to 10 mm on (B)(6) 2021. On (B)(6) 2021, the fns implant was removed and replaced with an artificial bone head (bha) before a bone cut-out occurred. The surgeon commented that the cause of this event was unknown. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile. This is report 4 of 4 for (B)(4).